Event description:
It was reported that the fiber tip broke but did not detach at 116,000 joules during a procedure. A second fiber was used to complete the procedure. "No harm to the pt".

Manufacturer narrative:
Failure analysis: the fiber cap was detached and that the fiber is broken proximal to the glue zone. The fiber cap was not returned with the fiber. The fiber shrink tube are not damaged/burnt. The fiber/cap conditions would result in forward-firing. The most probable root cause that contributed to the device failure was suspected to be related to heat accumulation/user handling due to anatomical/procedural factors encountered during the procedure.